Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the diagnostic procedure was completed by restarting the system. The philips field service engineer (fse) examined the system on-site and confirmed the reported problem. As a troubleshooting action, the fse inspected the system and identified that the mains connector to the flex vision monitor was not properly attached. To resolve the issue, the fse fixed the mains connector to the flex vision monitor. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed by restarting the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the power connector had poor contact with the flexvision monitor and came loose easily, which could impact image display. The device was in clinical use at the time of the event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.